Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the pulse generator exhibited backup vvi. At the last interrogation in 2008, the estimated remaining longevity was 0.5 to 0.75 years to elective replacement indicator (eri). The hardware eri byte was checked, and indicated that the device was not at hardware eri. Due to telemetry corruption, further troubleshooting could not be performed. The pulse generator was replaced.